Event description:
This report is being submitted based on the analysis of the returned device for manufacturer report # 3005099803-2010-01689. The following information was taken from manufacturer report # 3005099803-2010-01689 and was obtained from the user facility: it was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, they were unable to get the unit to deliver any energy while in bipolar mode. The account noted that the unit worked properly while in monopolar mode. The complainant was able to bring in another endostat ii electrosurgical unit to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the returned foot switch presented with intermittent connection issues, which resulted in occasional loss of power. The footswitch was replaced. A review of the device history record (DHR) was performed; no anomalies were noted.